Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels tested positive for one (1) cfu/endoscope of micrococcaceae. The results obtained were in conformance with the requirements. The returned device will be evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope tested positive for contamination. The issue was found during routine culture of the scope. The device was tested and more than 200 colony forming units (cfus) per 100 milliliter (ml) of unknown microorganism was identified. The device was treated with enziqure and was tested after a day. The scope tested positive for 13 cfus/100 ml of enterobacter cloacae (complex). The device was treated with enziqure a second time and retested after two days. The scope tested positive for 5 cfus/100 ml of enterobacter cloacae (complex). The user did not report any other contamination or serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the completed device evaluation. The device was returned to olympus for evaluation. The findings are as follows: the light guide cover glasses had discoloration, the distal end cap had a dent, the bending section cover glue had discoloration, the connecting tube had discoloration, the "up/down/right/left" angulation was out of specification.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite multiple good faith attempts additional information regarding the users reprocessing practices was not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.